Event description:
It was reported that, "tip broke off during final tightening. No delay had extra."

Manufacturer narrative:
Method: complaint history analysis, fmea review, manufacturing record review, visual inspection and risk assessment. Results: complaint history analysis. Twenty five complaints for similar events. Fmea review. Product issue is within the predicted level of occurrence. Manufacturing record review. No deviations were found. Visual inspection. Hex tip is broken at the connection between the hex and cylindrical portions of the inner shaft. Risk assessment. No adverse consequences reported. Another torque wrench is normally available in the kit and was used in this case. Conclusion: previous instruments sent out further for failure analysis show that the wrenches suffer sensitization and intergranular attack at the pin-weld head affected zone. The damage results in significant stress concentration which initiates an overload fracture during torsional loading. CAPA (B)(4) was initiated to document the root cause of this issue.